Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No unexpected number anomaly was noted on the display. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, and a cracked belt clip slot.

Event description:
It was reported that the insulin pump had ramping numbers and an unresponsive keypad during the programming of a bolus. The blood glucose reading was 5.7 mmol/l. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.